Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was discovered that the left ventricular lead was causing phrenic nerve stimulation. The lead was explanted and replaced. The patient was in stable condition post-procedure.